Event description:
The patient reported that the left side of their body is developing a tremor as of the past couple of months prior to date notified. It was also stated that since implant on (B)(6) 2015 if they do not turn stimulation down before they go to bed they will wake up feeling exhausted and numb on the right side. Around (B)(6) 2016 the patient woke up after having stimulation up all night and felt like their heart rate was affected and were in "a-fib" for 3 days. The patient also took a nose dive around the same (B)(6) 2016 into a bucket of tools because their legs buckled and they fell forward, tearing their rotator cuff on the right shoulder. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the steps taken to resolve the exhaustion, numbness, atrial fibrillation, and the torn rotator cuff included increasing the dosage of clonazepam and sinemet and having physical therapy for 3 months; the patient confirmed the rotator cuff was healed. The patient also reported that they are taking eliquis for blood thinning and another medication (the name of the medication was not legible) for heart regulation. The patient still was experiencing the numbness if he forgets to lower the stimulation before going to bed. It was also stated that reducing the stimulation from 3.5v to 0.2v in (B)(6) 2015 resulted in the torn rotator cuff. The patient also fell again on (B)(6) 2016 impacting his left knee due his left foot beginning to fold under and losing his balance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.